Event description:
Handpiece head overheated during a crown preparation procedure and patient received a second degree burn on left lateral aspect of their tongue and left buccal mucosa. Patient is reported to be healing normally without need for further medical attention.